Event description:
Endoscopic linear cutter staple insert came off of stapling device as surgeon was pulling device out of trocar. The blue insert remained in patient. Blue insert was removed by surgeon.